Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous but heavily calcified left main to left anterior descending (lad) artery. A 3.50 mm x 24 mm synergy megatron stent was selected for percutaneous transluminal coronary angioplasty (ptca) procedure. Following pre-dilation, when tried to deploy stent, it did not track and the catheter shaft broke. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. A synergy megatron mr ous 3.50 x 24mm was returned with the stent protector and product mandrel for analysis. Visual and tactile examinations identified a break on the hypotube shaft, distal to the distal end of the strain relief. Multiple kinks were also noted along the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous but heavily calcified left main to left anterior descending (lad) artery. A 3.50 mm x 24 mm synergy megatron stent was selected for percutaneous transluminal coronary angioplasty (ptca) procedure. Following pre-dilation, when tried to deploy stent, it did not track and the catheter shaft broke. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.